Manufacturer narrative:
Product analysis :visual review confirms implant fracture. Witness mark and material deformation noted on left anterior corner of the top component of the implant, consistent with in vivo obstruction during attempted implantation. It is noted in the fully closed position, the implant nose is protected behind the base component. Implant received in slightly angulated position, with the nose exposed. The component vertical post is cracked at the base and the ¿ears¿ of the component broken off and not returned for analysis. The above observations are consistent with partially angulated implant prior to attempted implantation, which may have contributed to subsequent overload of the implant. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, intra-op, cage broke during impaction. The cage was removed and replaced with another implant.the product came in contact with the patient. No patient complications were reported.